Event description:
During the priming of the cardiopulmonary bypass circuit, the centrifugal pump head broke. The fin blade or rotor became detached from the shaft. After priming for the first few steps, the delphin pump head stopped forward flow. The flow was stopped even though the driver was still spinning the magnet.